Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported to a company clinical applications specialist increased incidents of post-operative diffuse lamellar keratitis after lasik. A staff technician indicated mold was observed growing in the aspiration instruments and the previous technician was not cleaning and sterilizing the instruments but rather rinsing them in the ultrasonic cleaner and placing them on the surgical tray for the next procedure. The site reported all cases of the diffuse lamellar keratitis resolved after heavy use of steroids.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. According to the staff a mold on the instruments was observed the root cause could not be determined conclusively. The contributing factors could be a poor sterilization of instruments, hygiene, surgical techniques or the use of preoperative and postoperative medications by the patient. No technical root cause can be identified. The manufacturer internal reference number is: (B)(4).